Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all functional testing, where the remaining clips loaded and closed properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: lap chole. Event description: translated: recently, we have received several reports of faulty clip guns. Two clip guns did not fire the clips. Both have the lot number: 1536766. Perhaps we can get two new ones. In any case, the old ones have been kept. Additional information received from an applied medical representative via email on 24jul25: patient injury or illness: no. Patient status: patient is ok. Resolved the situation by: they used a new device after the first two didn¿t work. The third one worked fine. Event date: july 4th. Procedure: lap chole. Concomitant devices: a reusable grasper, trocars and a lap. Camera was a clip loaded into the jaws? Yes. If the clip was loaded and visible between the jaws of the device, was it properly seated? Unsure, they think it was properly seated but not 100% sure. What model/size trocar was used? 5 mm trocar. Could the trigger be easily and completely actuated? Or was there resistance in trigger actuation? Yes. Was the actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest? Yes. Intervention: they used a new device after the first two didn¿t work. The third one worked fine. Patient status: patient is ok.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap chole. Event description: translated: recently, we have received several reports of faulty clip guns. Two clip guns did not fire the clips. Both have the lot number: 1536766. Perhaps we can get two new ones. In any case, the old ones have been kept. Additional information received from an applied medical representative via email on 24jul25: patient injury or illness: no patient status: patient is ok resolved the situation by: they used a new device after the first two didn¿t work. The third one worked fine. Event date: july 4th procedure: lap chole concomitant devices: a reusable grasper, trocars and a lap. Camera was a clip loaded into the jaws? Yes if the clip was loaded and visible between the jaws of the device, was it properly seated? Unsure, they think it was properly seated but not 100% sure. What model/size trocar was used? 5 mm trocar could the trigger be easily and completely actuated? Or was there resistance in trigger actuation? Yes was the actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest? Yes intervention: they used a new device after the first two didn¿t work. The third one worked fine. Patient status: patient is ok.